Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem was confirmed. Upon visual inspection, the electrode belt was found to have bent pins inside the connector. The root cause of the bent pins cannot be positively identified but was likely a result of excess force or patient tampering. No adverse event resulted from the bent electrode belt pins. The patient received a replacement electrode belt.

Event description:
Firefighter (B)(6) with the (B)(6) fire department called in to zoll lifecor customer support to report that the patient broke the pins on the electrode belt. Support sent a replacement electrode belt.